Event description:
Customer called for elevated bgs. Stated no infections, change in activity, no redness or pain at site and did not check for ketones. Discontinued use of pump for manual injections. Troubleshooting performed. Nothing exited nor was there an alarm.